Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.

Manufacturer narrative:
The device was not returned for analysis, however, visual inspection of returned photographs revealed the sheath appeared to be punctured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath puncture remains unknown.

Event description:
While advancing the sl1 sheath into the right femoral vein via a 14f fast-cath introducer over a wire, the sl1 went through the side of the 14f introducer. The 14f introducer was exchanged and the case proceeded with no consequences to the patient.